Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 100-200mg/dl. No additional information was provided for alternate method of insulin therapy.